Event description:
Procedure: laparoscopic sigmoid colon resection / triangle method. According to the reporter: after suturing the first side, the ta was used for closing the second side. The device was fired but the staples were not placed on tissue at all. Minimal blood loss reported and or time was not significantly extended. The loading unit was changed and the device was fired the second time with stapling success. The procedure was completed and the pt is in good condition.